Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method between (B)(6) 2019. The result from the meter at 4:00 a.m. Was 7.2 inr. The result from the laboratory at 8:00 a.m. Was 4.3 inr. On (B)(6) 2019 the result from the laboratory at 10:24 a.m. Was 3.9 inr. The result from the meter at 10:25 a.m. Was 5.9 inr. On (B)(6) 2019 the result from the laboratory at 11:14 a.m. Was 2.46 inr. The result from the meter at 11:15 a.m. Was 3.3 inr. On (B)(6) 2019 the result from the laboratory at 10:07 a.m. Was 1.9 inr. The result from the meter at 10:08 a.m. Was 2.5 inr. No medical treatment was necessary due to the results. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer does not have anemia and does not have anti-phospholipid antibodies. The customer is not experiencing any bleeding or bruising. The customer has had no changes in diet. The customer was on heparin and antibiotics until (B)(6) 2019. The meter and test strips were requested for investigation; the meter and 1 test strip were returned. The returned customer test strip and two retention strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr, the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.